Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was between 183-200 mg/dl. Reportedly, the customer performed a supply change to resolve the issues.